Manufacturer narrative:
It was reported that the ipg was unable to establish connection. Patient had surgery about three months ago and did not place the ipg in surgery mode. The device was able to be established connection and the issue has been resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish connection. Patient had surgery about three months ago and did not place the ipg in surgery mode. The device was able to be established connection and the issue has been resolved.